Manufacturer narrative:
Device evaluation: result of investigation: received vela diamond replacement part number: 53420k serial number: (B)(6) rev. G. Visually inspected the assembly, there were no visible defects, damage or contamination. Component was installed in known good vela host base unit. Ventilator was powered in ventilate mode where the unit showed the following xdcr fault alarm upon start-up. Unit was powered in service mode; the event log shows multiples xdcr faults for pt801. The unit arrived in palm springs on 2/7/2022.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed transducer fault. The customer confirmed that there was no patient involved associated with the reported event.